Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The unit was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during a delivery of a bolus. Customer's wife stated that this happened 3-4 times in the last three months. Customer's blood glucose level was 300 mg/dl. Customer was unable to rewind the insulin pump. Insulin pump will need to be replaced. No additional information provided.